Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin delivery device was dropped, resulting in a broken infusion connector fragment lodged in the pump¿s connector chamber, which temporarily impeded connection and insulin delivery until the user improvised a temporary hold using a bandage; the user later removed the fragment, installed a new connector, and resumed normal use. Symptoms included elevated blood glucose with device high-glucose alerts, without reported clinical symptoms. Outcomes included transient hyperglycemia for approximately three to four hours that was corrected after restoring insulin delivery, without need for assistance or medical intervention. Investigation included phone troubleshooting guidance and follow-up with the user regarding device status and recovery of the broken component. Investigation of this case revealed a mechanical break of the connector within the infusion interface consistent with user drop damage, followed by successful field resolution without residual device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental drop.